Manufacturer narrative:
An event of moderate to severe aortic regurgitation was reported. A more comprehensive assessment, including histopathological examination of the valve tissue, could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 21mm epic supra valve was selected for implantation. During the procedure, part of the valve cusps turned up while rinsing. The valve was deemed acceptable, and was placed into the annulus. It was noted that the cusps did no coapt properly, and the device was replaced with a 19mm epic supra valve. It was noted the 19mm device valve cusps also turned up prior to implantation. The 19mm device was implanted successfully, but after the procedure, it was noted by transesophageal echocardiogram (tee) that the patient had moderate to severe regurgitation. The physician was about to explant the valve when the regurgitation spontaneously resolved. The patient had been monitored and no additional complications. It is believed that the leaflet creased prior to implant, causing the regurgitation, and after implantation, the crease dissolved and the valve began functioning properly. The patient is reported to be stable. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.